Event description:
Patient in hospital for resp failure and pneumonia. Patient with history of enphysema. Md attempted to place arterial line. Guide wire stuck in patient and would not advance. Md had to pull wire out by hand as wire would not pull back into sheath. Hematoma at site.